Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis was unable to confirm the reported error message. The programmer powered up as required, with no errors. The power supply and lower case were found to be corroded, there were two broken tabs on the power cord bay, and two hinge plate screws were missing.

Event description:
It was reported that an error message occurred. There was no patient involvement.